Event description:
A malfunction occurred when the pump unexpectedly displayed the reset screen, and the customer's blood glucose level showed "high" without a specific value provided. The customer administered a correction bolus using the pump, and no third-party assistance was required. Technical support explained that the reset was a safety feature and provided guidance on restoring pump operations, which the customer understood and acknowledged. The customer successfully resumed insulin delivery.